Manufacturer narrative:
The device alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. We were unable to confirm prime and fill anomaly due to motor error alarm. The insulin pump passed all operating currents tested within the specification range; it passed off no power test, displacement test, self test and unexpected restart error test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 230 mg/dl at the time of the incident. During troubleshooting, the insulin pump was unable to exit the priming process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.